Event description:
It was reported that the customer had a display issue with a black bar appearing at the bottom of the pump screen after the pump was dropped, which affected their ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy, and a replacement pump with updated software would be sent.